Event description:
It was reported the pt's device was replaced due to high impedance readings. It was stated that, following a replacement in (B)(6) 2010, the pt was not receiving satisfactory stimulation. In (B)(6) 2011, impedance readings were >4,000 ohms. When impedance readings were measured on the extension, they were within normal ranges. It was decided to replace the pt's implantable neurostimulator. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 7428, serial# (B)(4) found no anomaly. (B)(4).